Manufacturer narrative:
Pump passed the displacement. Pump received with complete broken reservoir tube lip and missing reservoir tube o-ring. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Event description:
The customer reported via phone call that thr reservoir lip is broken and not holding the res in place and reservoir eventually pops out. The blood glucose at the time of the incident was unknown. The device will be returned for analysis.